Event description:
On (B)(4) 2012 the reporter contacted animas to report the pump history did not record the bolus doses for (B)(6) 2012. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed that the pump was set up on (B)(4) 2012 which was after the month of february. Prior to that date the pump was running on default time and date settings. The black box showed all of the pump operations including the boluses that were completed while the pump was operating at default settings. No defects were found related to the pump history record. Unrelated to the complaint, the keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Also unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.